Event description:
A pt reported experiencing inaccurate erratic results with an otii meter. The pt's blood glucose results were 84, 92, 102, 134 mg/dl. Tests were done within 10 minutes with a difference of 24%. Pt did not experience any adverse events. No further info has been reported. Note: customer using expired strips.